Manufacturer narrative:
(B)(4). One (1) used IV tubing set without packaging, and four (4) unused, unopened sets (one from each potential lot reported) were received for evaluation. The used set was spiked into a half filled IV solution bag. The sets were subjected to an air pressure (leakage) test according to specification with acceptable results. During the clamp performance test, there was no air flow through the sets when the roller clamp was closed. In an attempt to replicate the reported incident, the sets were spiked to a bag of normal saline and primed. There were no leakages at the end of the sets when the roller clamp was closed; the roller clamps functioned properly on all five returned sets. Review of the discrepancy management system database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot numbers. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned samples met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the nurse closed the roller clamp on the set. When she turned around, the normal saline bag had drained half the contents on the floor. The roller clamp did not work. There were four lots on the unit at the time of the event; the reporter is unsure which lot the set is from specifically. The four lots on the unit were: 0061441659 - manufacture date: 07/14/2015; expiration date: 06/30/2020; 0061449140 - manufacture date: 08/25/2015; expiration date: 07/31/2020; 0061451094 - manufacture date: 08/30/2015; expiration date: 07/31/2020; 0061433354 - manufacture date: 05/28/2015; expiration date: 04/30/2020.